Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 weeks after the dental implant was installed in patient's mouth it was verified its non-osseointegration. 50 ncm of primary stability was achieved. The patient presented bone type ii.